Manufacturer narrative:
E1; reporter institution phone number (B)(6). E1: reporter phone number: (B)(6). H6: the philips field service engineer went onsite and spoke with the customer. There was a speaker malfunction failure. The speaker assembly and mainboard were replaced. Based on the information available, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational after repairs were completed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported speaker malfunction. The device was not in clinical use at time of event, no patient involvement. It is unknown if the speaker was or was not able to produce sound at the time of the error.